Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee (mck) implant sys. During bone registration, the surgeon could not capture an acceptable tibial checkpoint value, and had to repeat bone registration several times. The software reportedly appeared to be lagging as compared to an average case. The surgeon completed the case manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is ongoing, and a supplemental report will be filed when results are obtained.